Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported: alarm malfunction. No consequences or impact to patient.

Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the unit provided both audible and visual alarms. The keypad alarm silence button is mechanically damaged and stuck in the depressed state. The alarm silence button would, at times, not silence alarms when pressed, and other times silence alarms when not physically pressed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.